Manufacturer narrative:
(B)(4). A field safety technician has been sent for investigation and found a defective control board of the rotaflow console. The board has to be replaced. A supplemental medwatch will be submitted after new information has been received.

Event description:
It was started that an "head error" occurred when the speed increase higher than 1000 rpm. The error happened during maintenance/ check-up. No patient involvement. (B)(4).

Manufacturer narrative:
The rotaflow drive was investigated and repaired by the service engineer in (B)(4): they replaced the component ic1 on the electrical assembly mc2. Unit passed all functional and safety tests per factory specifications. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).